Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Product history records could not be reviewed; the documentation is not available. Root cause has not been identified. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure he noted multiple opacities in the optic of the lens. Additional information was provided by the surgeon that the patient has reported blurry and dull visual acuity.

Manufacturer narrative:
(B)(4).